Manufacturer narrative:
Correction to: d10 changed to no; h3 reason device not evaluated - "other" - log review only was performed on suspect device. H6 evaluation method codes corrected as testing was done on concomitant devices and the actual suspect device was not returned. ************************************************************************************************************************************************** h3 other text : log review only was performed on suspect device.

Event description:
It was reported that there was an unspecified patient event. The customer stated no further information is available.

Manufacturer narrative:
Concomitant medical products: pri tubing,(2)syr tub. The report of an unspecified patient event was confirmed in the pcu event log. The pcu event log shows that a channel malfunction - sensor broken high (error code 240.4150.0) occurred at 11:57 pm on (B)(6) 2020 and was the only issue that occurred during the reported event date/time. This was a fatal error and cause the pump module to stop infusing. The source device (pump module s/n (B)(4) was requested, however was not returned for investigation. Review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 26 november 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the reported unspecified patient event was identified as a sensor broken high (error code 240.4150.0) that occurred on pump module s/n (B)(4).

Event description:
It was reported that there was an unspecified patient event. The customer stated no further information is available.